Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and experiencing thigh pain approximately 2 years post implantation. The patient was not yet revised.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering the following event is identified: pain no additional similar investigated events within last 6 months for item number 00-8775-032-02 has been found. 7 additional investigated events within last 6 months have been found, however, they cover a different event: infection, dislocation . 1 additional similar investigated event for the lot number 2778801 has been found. 1 additional investigated event for the lot number 2778801 has been found, however the event is different and it addresses the same product and same patient. As the event pain cannot be related to a single specific failure mode, no further actions are needed. Review of description: it was reported that a patient was implanted with a biolox delta head on (B)(6) 2015 on the left hip side and is experiencing anterior thigh pain since (B)(6) 2017. Review of received data: according to the initial surgery operative notes by dr. (B)(6) there was evidence of severe arthritis of the hip. The femoral neck was cut in line with the broach. The femoral head was extracted. The acetabulum was exposed and reamed in a successive manner to size 52 mm. A 54 mm acetabular component was impacted in place. Fixation was excellent and no supplemental screws were needed. A neutral acetabular liner was inserted. The femoral canal was exposed. The reaming and broaching of the femoral canal was performed until the appropriate size broach could be inserted. Femoral neck and head were assembled and the hip was reduced. The patient had a history of occasional popping of hip implants after the initial surgery (reported in (B)(4) by zimmer inc, warsaw, MFR 0001822565-2016-04816). No x-rays taken after the onset of the pain in august 2017 are available. Pre-op x-rays and post-op x-rays dated november 21, 2016 were received within (B)(4) and reviewed by a radiologist. Acetabular cup lateral angle of inclination is standard, approximately 40°. Acetabular cup version is not determined due to lack of cross-table lateral view. The femoral stem exhibits mild varus alignment. Radiolucency is present at the acetabular cup metal-bone interfaces charnley zones I and ii, which partly measures greater than 2 mm in width, suspicious for loosening of the acetabular cup. An island of heterotopic bone is present superior to the greater trochanter. General bone quality appears normal. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the device is still implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw : - postoperative tissue reaction on burrs / sharp edges due to insufficient manufacturing process. => not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. However, pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion summary it was reported that a patient was implanted with a biolox delta head on (B)(4)2015 on the left hip side and is experiencing anterior thigh pain since august 01, 2017. In november 2016, the x-rays revealed radiolocency and a possible loosening of the acetabular cup (see cmp-0259651). Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Pain cannot be related to a single specific failure mode and can have numerous causes. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).